Event description:
Customer contact reported that a homecare patient received less medication then intended. At an unspecified time, the pump was programmed in the tpn mode, to deliver for a duration of 12 hours, with a 1 hour taper up and 1 hour taper down, and a 2000ml volume to be infused. It was reported that approximately 12 hours after the delivery was started, 300-400ml of tpn remained in the solution container; however, the display indicated the total volume delivered was 1930ml. There were no reported adverse patient effects. No medical interventions were required. Therapy was resumed using a replacement device. The customer contact indicated that the tubing set may have been improperly installed and/or the delivery was stopped prematurely. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. This report represents all the information known by the reporter upon query by hospira personnel.